Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor had a white screen upon startup. Upon eval, there was contamination and corrosion found on multiple components on the ca board, table top board and lcd. The cause of the inability to power on is the extensive contamination and corrosion within the monitor. The root cause of the contamination and corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective components. The pt received a replacement monitor.